Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-50 serial#: (B)(4) description: linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation because the contacts were out. It was also reported that the patient was experiencing shocking sensation when the stimulator is on. It was noted that both leads migrated. The patient will undergo a complete revision. Device malfunction was suspected.

Manufacturer narrative:
A report was received that the patient underwent a revision procedure wherein the leads were replaced. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the leads were revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing inadequate stimulation because the contacts were out. It was also reported that the patient was experiencing shocking sensation when the stimulator is on. It was noted that both leads migrated. The patient will undergo a complete revision. Device malfunction was suspected.